Event description:
It was reported that patient presented with aneurysms on both inflatable penile prosthesis (ipp) cylinders. Patient also complained of auto inflation and auto deflation. When inflated, device would not stay inflated. Surgery was scheduled of (B)(6) 2020.